Event description:
It was reported that customer experienced cartridge alarm during loading process on mobi pump and had ongoing frequent occlusion alarms without clear pattern or site issues, although at time of later contact occlusion alarm was not active and glucose levels were described as normal. There was no adverse impact to the customer¿s blood glucose level. Customer changed cartridge and infusion set and resumed insulin, clinical support reviewed pump data and completed troubleshooting, and tandem staff arranged pump replacement under warranty with instructions to continue using current pump until replacement arrived, place pump in storage mode before return, and follow shipping and tracking guidance.